Event description:
Outer packaging stated product to be an 06-2600 c-taper head. When package was opened operating room staff found that package contained an 06-2610 c-taper head. There was no adverse consequence for the pt.